Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02024. It was reported the patient's scs ipg does not communicate with external devices. The patient stated she stopped charging her scs ipg approximately six months ago because she was not receiving effective stimulation coverage of her pain areas. An sjm representative met with the patient and advised the patient her scs system would need to be revised. The patient stated she would need time to decide if she would undergo surgical intervention to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.